Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs sys. Scar tissue was noted to be present. Resistance was met on deployment. On fluoroscopy, the needles were noted to be straight, but had not entered the barrel. Further deployment was attempted, but the handle broke away. Handle breakaway is a design safety feature activated when employment forces are high. Backdown was attempted, but was not successful. Redeployment was attempted and the needles advanced into the hub, but not enough to present. A vascular surgeon was called to remove the device. The pt tolerated the surgery well and was discharged 48 hrs later without further complication to the access site. The cardiologist stated that scar tissue bound the needle, preventing full deployment and backdown. He found no fault with the device itself, and attributed the incident to the pt's anatomy.